Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had stuck or held button alarm. It was happened 4 times and each time if they pressed another key it reset. Customer's blood glucose value was unknown. Customer stated that insulin pump was failed to make expected audio sounds during alerts, alarms, or sirens. The device will not be returned for analysis.